Event description:
It was reported that there was an inquiry about if there was anything that could be suggested to get rust off of some small frag instrumentation. There is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.